Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was indicated that the patient used an alternate blood glucose test site (the ear), which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had routine blood work performed earlier on the day of the event. He was contacted the hospital later in the day and told to go to the emergency department (ed) as his potassium and sodium levels were low. Upon arrival to the ed, a bg was performed which was 30.0 mmol/l. The patient¿s cgm displayed 15.1 mmol/l and he was asymptomatic. The patient was admitted to the hospital and treated with unspecified "dk infusions" (presumed to mean diabetic ketoacidosis infusions), unspecified fluids, and released five days later. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.